Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that two 5.5 helicoil anchors broke during insertion. Bone quality was hard and they did not have a tap for 5.5 helicoil. The third anchor that was used has apparently inserted fine. No patient injury reported.

Manufacturer narrative:
Device was not returned for evaluation. Clinical details provided confirmed the patient had hard bone and that a tap was not used to prepare the insertion site. Per the device IFU the recommended method for site preparation for hard bone conditions are to use a drill and awl dilator. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
All of the anchor broken pieces were successfully removed from the patient.